Manufacturer narrative:
Patient's weight unavailable. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to redundant lead and needing to upgrade patient to an ICD lead. This procedure was a right sided extraction. The physician began the procedure by using a spectranetics 11f tightrail rotating dilator sheath. He began by attempting extraction of the ra lead, but encountered stalled progression at the clavicle. He turned attention toward extraction of the rv lead, but stalled again. He then chose a spectranetics 11f tightrail sub-c device and stalled at the clavicle, switched leads again, stalled again, and at that time, both leads pulled back out together. The patient's blood pressure dropped at this time. The blood pressure drop was treated and the reimplantation of three new chest leads followed. However, the blood pressure dropped again. After this second blood pressure drop, the vascular surgeon was called but was not in the building. There were two CT surgeons that scrubbed in to assist with the intervention. It was reported that the patient's chest was filling with blood on the right side; a sternotomy was performed; patient was also placed on bypass. Two right subclavian tears were discovered. Unfortunately, the loss of blood due to the tears, even with surgical intervention, was not enough to save the patient's life and the patient died. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted to capture the tightrail sub-c device which was being used in the area of injury when the blood pressure dropped.